Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The blood leak was visually observed in the dialysate. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was less than 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. Sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood exposure. Gross visual examination of the dialyzer observed a short fiber at the non-cavity ID end at approximately 135 degrees with the dialysate port situated at 0 degrees. The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end during visual examination. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface (within the area of the observed short fiber). The dialyzer failed at an airflow rate of 31.7mllmin. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids, and no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.